Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_ext, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was admitted on suspicion of side effects from dbs. The patient has cerebral tremor and was operated with vim-dbs in (B)(6) 2019. They had an incident where they were standing on the stairs, the chipboard/plasterboard/"metal plate" of 60 x 20 cm came loose and hit the lead/extension connection point directly. After the head trauma, the discomfort started - it "tears and strains" in the lead/extension connection point. They further reported about withered feeling around the mouth, unable to turn the head to the right as it feels tightening on the left side, unable to lie on the side of the affected lead/extension connection point, difficulty washing their head, gets increasing pain with a strong shower jet, symptoms in the arms, mostly in the fingertips and on the right side, like a nagging worry feeling, and also same feeling in the left leg. The patient took paracetamol in the evening to calm down, but it doesn't help much. The patient was re-operated with implant of new lead into right hemisphere in (B)(6) 2019 (patient had lead revision). After this, it has been challenging to achieve a similarly good effect of stimulation on the tremor in their dominant left hand compared to the primary operation. Re-operation was discussed on (B)(6), 2020, and a third dbs lead surgery was not seen as the optimal solution, but maybe consider mrgfus in the future. In (B)(6) 2023, the patient reported constant suffering from the head injury with complaints related to when touching the lead/extension connection point. They've had reduced quality of life, is unstable, poor appetite and weight loss. Topimax and botulinum toxin injections were discontinued. Related to cognitive, the patient no concentration difficulties, good memory, no word-finding difficulties, or spatial orientation difficulties. The implantable neurostimulator (ins) was interrogated with contact points 1 and +9, -10 with electric current, 2.6 ma (left side) and 2.7 ma (right side), 60 ¿s pulse-with and 130 hz frequency bilaterally. Battery capacity 2.85 v. Impedance were all normal/in range. The system was intact. CT on (B)(6) 2024 showed electrodes in changed position and no bleeding. X-ray of the dbs system showed no signs of discontinuity or kinks in the wiring system. The patient previously did not let the healthcare provider (hcp) palpate the lead/extension connection as it triggered an electric shock. The patient wants the connection point removed, which was considered in january and such procedure was refrained from. If that was not possible, the patient wanted stimulation turned off. Additional information was received reporting that the issue was resolved.